Event description:
It was reported that the 6600 system did not display an image while fluoring and would get a generator fault error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep tightened and soldered cord connections. The system operates as intended.